Manufacturer narrative:
(B)(4).

Event description:
The patient fell and had to have her implantable neurostimulator explanted and replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.